Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the thoracic ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2020 in which the ipg pocket was moved lower on the same side. The cervical lead was also replaced during this surgery (manufacturer report reference number: 1627487-2020-48939).